Event description:
The customer alleged the audio alarm to be intermittent. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self-testing. The customer support engineer replaced the alarm as a precaution. The customer verified no pt involvement. It is not verified that the alarm was intermittent, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.